Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with insulin pump. Troubleshooting was not performed for high readings. The customer reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s sensor glucose was 70 mg/dl at the time of the incident. The sensor was returned for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specification.